Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that intermittent occlusion alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300-400 mg/dl.